Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd syringe control 10ml ll plunger was broken/ damaged. Verbatim: rcc received a complaint via email. Email(s) attached. During medication administration, the physician was using a bd 10 ml control syringe when the finger loops broke off. The syringe malfunction occurred mid-administration, resulting in a brief delay of the procedure. The remaining medication was transferred to a new syringe, and the procedure was completed without further incident. Similar issues with bd 10 ml control syringes have been reported by two other surgeons.

Manufacturer narrative:
Additional information: (a) patient age, medsun. Investigation results: since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. We will continue monitoring the complaint trend for the product and symptom. Batch 5260098 is considered in compliance with our product specification requirements. The complaint was not confirmed, and no CAPA evaluation was required. This complaint type will continue to be trended within the post-market surveillance process, and any determined escalation will be managed there.

Event description:
No additional information.